Event description:
It was reported that the nurse gave the patient an infusion device and did not program the correct basal profile for the patient. The patient experienced hypoglycemia and a hypoglycemic coma. No product malfunction was alleged.

Manufacturer narrative:
The event occurred in (B)(6). No product was requested.